Event description:
Per the clinic, the device was explanted on (B)(6) 2023 under general anesthesia.

Event description:
Per the clinic, the patient experienced an infection (cellulitis) at abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.